Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this tachy lead experienced an irregular heart rate. This lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.